Event description:
Treatment of an aneurysm. It was reported that the aneurysm ruptured after pipeline placement.no complications were reported with the patient.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).